Manufacturer narrative:
Two separate identifying lot numbers were returned for evaluation. Both are of the same product model part number/description. An evaluation of both returned instruments revealed no manufacturing or processing related irregularities. The instruments were found to be properly manufactured and released in accordance with design specifications. Device# 1 (6674401s3) - inspection found the distal functioning section of the device which mates with the polyaxial screw has been bent/deformed. The corresponding halves of the open distal end are no longer cylindrical which is causing the mating tabs not properly locate with the polyaxial screw. Additionally, the tip has fractured and cracked at the .145 tab slot and continues distally until it breaks thru at the .225 rod channel. This type of deforming/bending is consistent with the attempted release of the instrument from the mating polyaxial screw when the alignment guide is not utilized. Device# 2 (6799802, manufactured 8/8/2013) - visual inspection revealed that one of the dimples ((B)(4)) had been completely removed/broken from the instrument. Although the device was properly manufactured additional investigation was conducted to determine root cause. The analysis showed that the failure mode observed in this event was due to imparting excessive torsional loads to the mating instrument (reducer) during the rod reduction maneuver. Excessive load can be applied due to a tolerance gap condition between the reducer and extenders. The over-torque observation was corroborated by the two design interface analyses (dias) that were performed on the reducer/screw extender interfaces.

Event description:
While reducing the rod, the sleeve of the extender snapped. The surgeon wanted to final tighten the other screws so he remove the extender sleeve giving him more room to reattach the sleeve that broke loose. The event caused over a 30 minute delay in the case.